Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The expected therapy time was reported to be 48 hours; however, the device completed infusion in 31 hours. The device had been filled with fluorouracil in normal saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured june 13, 2016 - june 15, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.